Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(6).

Event description:
It was reported that when the customer opened the box, the suture was a double arm suture and it should be a single arm suture. It was not during a procedure and there were no adverse patient consequences reported. No additional information was provided.